Event description:
It was reported that when attempting to increase the base rate from 50 ppm to 60 ppm, telemetry was lost and could not be restored. A magnet response was obtained at 60 ppm, indicating that programming was completed. Based on battery voltage 2.63 v, 17 ua, 5 kohms, the remaining longevity was estimated to be approximately 1.2 years.

Manufacturer narrative:
No medwatch form was received.